Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device was returned to the factory for evaluation. Signs of clinical use and no evidence of blood were observed. A visual inspection was conducted. There were no signs of peeled jaw. The jaws showed no visual defects. Based on the results of the evaluation, the reported complaint was not confirmed for the reported failure mode, 'peeled jaw".

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro pa questioned the tip design of the new vh-3500 and assumed that only the handle had changed in which I confirmed was the only change. She had thought the jaws looked different as well which made her ask for a replacement during her last harvest. It had appeared to her that the jaws frayed and exposed a piece of the internal wire. I explained that the jaws on the old and new system were the same and they did in fact have an exposed tip on one of the jaws. I believe the pa had recently trained on a new system and gotten the two mixed up. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro pa questioned the tip design of the new vh-3500 and assumed that only the handle had changed in which I confirmed was the only change. She had thought the jaws looked different as well which made her ask for a replacement during her last harvest. It had appeared to her that the jaws frayed and exposed a piece of the internal wire. I explained that the jaws on the old and new system were the same and they did in fact have an exposed tip on one of the jaws. I believe the pa had recently trained on a new system and gotten the two mixed up. A replacement device was used to complete the procedure. The hospital did not report any patient effects.